Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported cloudy vision, to be worse than preoperative vision, and seeing dark shadows that affects her life extremely. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up it was reported that preoperative measurements were taken which resulted in two different axes in which the difference was greater than 30 degrees. The surgeon chose one measurement for iol calculation and the result is not as expected. The lens remains implanted and no surgical intervention has been performed.